Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close the foot was confirmed. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities or exception issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, with the first two proglide device, the feet failed to completely open, so the feet were closed and the device was removed. This occurred again with the second proglide device. The sutures of two new proglide devices were successfully pre-placed. The sutures of two progilde devices were also pre-placed in the right common femoral artery (rcfa) without issue. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. It was further reported that after the first two proglide devices were removed from the anatomy, the feet were tested again for release. There was resistance felt both when opening and when closing the feet. No additional information was provided.